Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. For functional testing, the reload was loaded into a medtronic representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. The reload was partially fired and the interlock was engaged. The sled and staples were visible at the 0.5cm cut line from the rear end. Staple pushers were visible at the 0-centimeter (cm) cut line. The proximal sutures were cut properly. Suture at distal end of the anvil side was returned intact. Suture at distal end of the cartridge side was disengaged. The reinforcement materials were cut at the 0.5 cm cut line. It was reported that the reinforcement sheet was difficult to cut. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of device partially fired. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during resection of the pancreatic tail, the reinforcement sheet was difficult to cut. A new reload was taken out to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found the device was partially fired.